Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-03659, and 0001825034-2016-03660. Complaint sample was evaluated and the reported event was confirmed. The evaluation/inspection of the returned cup found the shell¿s inner lip diameter and the diameter across the tabs were undersized per the print tolerance. There are deep indentations on the top of the one tab of the shell, to the point that the tab is deformed. All other dimensions on the cup were found to be within tolerance of the specifications. Device history record was reviewed and no discrepancies were found. It is most likely that the cup was damaged while the surgeon was trying to implant into the patient which was preventing the liner from full seating. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During a left primary hip arthroplasty, two liners would not seat in the shell. The cup was removed and another cup and third liner were used to complete the procedure after a 40-50 minute delay.